Manufacturer narrative:
The reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined.

Event description:
It was reported that during cleaning, it was noted that the bur was broken. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.